Event description:
Reportedly, the pump was set up for use on a terminal cancer pt for pain therapy. The dose was very high for this pt. Pt initially was using her own pca pump. Pt was changed to a hosp pca pump, on tuesday after labor day. On the following saturday, the 12th, the pt was discovered to have used the entire bag of morphine which had been loaded into the pump. Pt was conscious and talking when this discovery was made. However, there was some cause for concern, since pt had received a high volume of morphine. The pharmacy personnel believe that the pump prescription had been reset by a nurse. This pump history will be evaluated in an attempt to confirm whether or not the prescription was correctly entered into the pump.